Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On 09/24/2025, it was reported that the patient was found unresponsive on her vehicle last year on september since her sensor has failed. The patient couldn´t recall how many hours passed since the sensor failure and when she passed out. There were no bg readings taken prior to passing out. The patient regained consciousness at the hospital and 6-7 hours later and she didn´t recall what her bgfs were at the hospital. The patient was treated with food and IV glucose. The patient stayed at the hospital more than 24 hours. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.